Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06dec2018. Reporter phone number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device failed the battery test. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
PMA/510k: 18jul2019. Date of report: 17jul2019. The service technician confirmed the reported issue and the confirmed the serial number of device is (B)(4). The service technician confirmed the faulty battery was replaced and issue was resolved. Customer received credit for faulty part. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.